Manufacturer narrative:
Investigation of the device at the MFR's repair site found that the camera assembly in the distal tip of the endoscope required replacement.

Event description:
A customer reported that the display on the monitor turned white when the colonoscope was angulated. There was no report of injury or other negative health consequence to any pt, as this occurred prior to the case.